Manufacturer narrative:
The calibration and qc were reported to be within ranges. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay result for one patient sample tested on a cobas e411 rack. The initial result was not reported outside of the laboratory. The sample was diluted to 1:2 after the reporter obtained a high initial result with a data flag. The initial result did not match the diluted sample result which prompted a rerun of the undiluted sample. The initial estradiol result was >3000 pg/ml with a data flag. The repeat result at 1:2 dilution was 37.32 pg/ml. The repeat result of the undiluted sample was 22.60 pg/ml. This result was deemed correct. . The reagent lot number and the expiration date were requested but not provided

Manufacturer narrative:
The calibration, qc data, alarm trace and other pre-analytical information were requested but not provided. The customer also declined a service visit. A 1:2 manual dilution was performed by the customer. Product labeling states: "dilution - samples with estradiol concentrations above the measuring range can be diluted with diluent multiassay. The recommended dilution is 1:10(automatically by the analyzers). The concentration of the diluted sample must be > 881 pmol/l (> 240 pg/ml)." Based on the information provided, the cause of the event could not be determined.